Event description:
It was reported that the hand switch locked up while making an exposure and the system continued to x-ray during a procedure with a pt involvement, therefore this malfunction may have resulted in a possible aro. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator and filament was calibrated and the hand switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence